Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
During the case, the doctor grabbed a pollup, and they saw something fall out a piece of the grasper a very small spec of a piece. So they grabbed another grasper and manipulated like they normally do and they ended up having to grabbed another grasper to get the piece that broke off. The patient was not harmed. However, there was a 20-minute delay. They sent the patient for xray and did not find anything else. No negative impact in state of health reported.